Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed upon powering up device. The defective processor board was replaced to remedy the fault. No physical damage was noted during visual inspection. Review of the archive showed (latch error 136 - internal parameter corrupted), thus confirming the reported complaint. The platform failed the initial functional testing due to the error message "system error, out of service, revert to manual CPR" displayed upon powering on the device. In addition, the lcd needs replacement due to the permanent attachment to the processor board. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed " system error , out of service , please revert to manual CPR " error message. No patient involvement was reported.